Event description:
It was reported to covidien in 2008 that a customer had an issue with a needle. The customer reports the needle was out of the hub. It seems that the needle/hub do not have any epoxy on it.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.